Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and his heart stopped for 12 minutes. Customer's blood glucose level was unknown. Customer requesting insulin pump replacement due to blank display. The device will be returned for analysis.